Event description:
New information received indicated the atrial lead was oversensing noise.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was sensing noise. The lead was explanted and replaced without issue. The patient was stable throughout.